Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that one side of the peel-away sheath tore partway down the extrusion, causing the tab and extrusion to separate from the distal portion of the sheath. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down both score lines. It was additionally noted that the tear at the score lines was partially scalloped, which is not the intended appearance of the score lines once torn. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one side of the extrusion tore partway, causing the tab and extrusion to separate from the distal end of the extrusion. The appearance of the torn score lines was also partially scalloped which is not the sheath's intended appearance. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "dilator cracked in the middle of sheath while pulling sheath away from catheter." Additional information clarifies "the peel away sheath tears incorrectly." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".